Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain located at the ipg pocket site. Surgical intervention took place wherein the ipg pocket site was relocated on (B)(6) 2019. Pain has resolved.